Manufacturer narrative:
No button error alarm noted. No button response due to moisture damage on keypad traces. Unable to verify battery out limit alarm due to no button response. The insulin pump had minor scratches on the display window, cracked battery tube threads, and a cracked reservoir tube lip.

Event description:
The customer reported receiving alarms on his insulin pump. The customer's blood glucose was 202 mg/dl at the time the issue was reported. The customer stated that the insulin pump got wet while customer was working with water. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.